Event description:
This report is being filed upon notification from our x-ray MFR in foreign country, to submit this incident that occurred inanother country. Problem: this x-ray system did not respond to a command for image acquisition. The system was rebooted two times during an aneurysm treatment (placing coils) for a subarachnoid hemorrhage to correct the problem. This reboot took about 12 to 15 mins for each case.